Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 40 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: when the needles are placed on the syringe, our folks are unable to push the syringe up - like it "airlocks." It was estimated that only about 1 in 3 of these needles will work on our syringes, and the rest result in the issue stated.

Manufacturer narrative:
The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 40 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: when the needles are placed on the syringe, our folks are unable to push the syringe up - like it "airlocks." It was estimated that only about 1 in 3 of these needles will work on our syringes, and the rest result in the issue stated.